Manufacturer narrative:
An event regarding pseudotumor involving an accolade tmzf stem was reported. The event was confirmed. Method and results: device evaluation and results: not performed because the device remained implanted. Medical records received and evaluation: available medical records were provided to a consulting clinician for review who determined that the corrosion products finding noted in the material analysis report is an expected finding for any modular head-neck junction per the scientific orthopedic literature. Review of the histologic slides and additional staining for metal debris would be helpful in an attempt to arrive at a potential root cause. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. Device history review could not be performed because the lot was not provided. Complaint history review could not be performed because the lot was not provided. Conclusions: the stem was left implanted but the head was returned for analysis. Review of the provided materials by the clinical consultant indicated, ¿the corrosion products finding noted in the material analysis report is an expected finding for any modular head-neck junction per the scientific orthopedic literature. The pathology notes, ¿chronic inflammatory connective tissue¿ and ¿green suturing material¿. The term pseudotumor is the label of the specimen from the surgeon and not the histologic diagnosis. Review of the histologic slides and additional staining for metal debris would be helpful in an attempt to arrive at a potential root cause. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation." No further investigation for this event is required." If additional information becomes available, this investigation will be reopened.

Event description:
Patient was complaining of pain. Dr. (B)(6) did a CT scan and an MRI and discovered a pseudo tumor as a result of the large head and trunnion.

Event description:
Patient was complaining of pain. Dr. (B)(6) did a CT scan and an MRI and discovered a pseudo tumor as a result of the large head and trunnion.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown accolade tmzf stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.